Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was 1200 mg/dl. The customer was admitted to the hospital. The customer cause of 911 call was diabetic ketoacidosis. The customer was wearing the pump at the time of 911 call. The customer was trying to get the new pump programmed and making sure the pump works and the health care provider is getting a medtronic representative to come program the pump and do some training. The customer is in the intensive care unit and will be getting discharged soon.